Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected battery. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had random no delivery alarms and motor error. Customer also states that insulin pump has scratches on display and compare to view screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump monitored for several days. Insulin pump passed displacement test , idle current, run current, self-test and off no power test. No alarm error during testing. Cracked battery tube thread noted. No missing segment during testing noted.